Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the recharging issues were specific to the ins recharger (insr) recharging using the desktop charger (dtc) and were not related to the ins. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Concomitant medical products: product ID: 37651, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for parkinson's disease. It was reported that charging was performed for 3 to 4 hours but charging did not proceed. It was noted that a full battery charge was displayed on the screen when unplugged from the outlet, but when the recharger was plugged in again charging started from zero. Furthermore, when the recharger was only plugged into the outlet without pressing the start charge button, the screen that shows when the programmer is applied to the skin where the implant is was displayed. There were no related factors noted that could have contributed to the issue. The issue was unresolved at the time of the report. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 37651, serial# unknown, product type: recharger.. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the cause of the issues was unknown. Recharging was not attempted with a separate charger to determine which device was at fault. No actions were taken to resolve the issue. It was questioned if the battery level is displayed as a fraction to prevent overcharge, and if the battery can be charged even if the need for charge is not displayed. No further complications are anticipated.